Manufacturer narrative:
The complaint mentions instruments with alleged bio-contamination found by a distributor upon receipt of the tray. Upon visual examination of the returned 5.5mm tap and tray, there were no bio-contaminates found. Although the instruments were examined and the complaint was not confirmed, the incident could potentially cause a serious injury or death if the incident were to reoccur.

Event description:
Distributor called in to report that tray h23 was found during their internal inspection to have matter stuck within the cannulation of the 5.5mm tap that could not be removed. Also reported that the tray itself was dirty and there were other instruments dirty within the tray as well.